Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs or lot information. Production history records could not be reviewed. The reporter confirmed that biting occurred, and a bite block was not in use. Per the packaging instructions it states, ¿use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands.¿ the root cause could be attributed to user error related to biting. Due to the report of biting and review of labeling, there is insufficient evidence to conclude the reported issue was attributable to a quality defect or manufacturing operations. Discarded by reporter.

Event description:
Report received of foam disengagement due to user error. On (B)(6) 2019, oral care was performed on a male patient that who could not follow commands. The reporter stated during oral care the patient bit down on the suction oral brush head resulting in the foam disengaging from the back of the suction oral brush head. Reporter stated the patient refused to open his mouth for nursing staff to retrieve the disengaged foam. Reporter stated the patient chewed on the foam and swallowed the foam. Reporter stated no injury occurred to the patient or nursing staff. Reporter stated the incident occurred on initial use of the product and a bite block was not in use. Reporter stated it is unknown if foam remained on the back of the suction oral brush head. Reporter stated no photographs were available and the involved device was discarded. Reporter was unable to provide lot information for the involved device. Although requested, no additional information provided.